Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition with scratched screen. No evidence of the reported problem was found in the event log. The moment the device was powered up the device started double beeping. The root cause of the reported issue was found to be the downstream sensor was inoperable. Actions were taken to mitigate the reported issue: downstream sensor was replaced.

Event description:
It was reported that the device was continuously beeping. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition with scratched screen. No evidence of the reported problem was found in the event log. The moment the device was powered up the device started double beeping, replace downstream sensor. Actions/repairs were done to correct the reported problem: downstream sensor replaced.

Event description:
Additional information was received which indicated that there was no patient involvement.